Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that gt:series x .06 030/25mm broke during use. The broken part could not be retrieved and was incorporated into the filling. No injury occurred.

Manufacturer narrative:
DHR investigation: nothing unusual to report was found during DHR review. DHR dated 10/03/2022. Query indicates no additional complaints have been received for this lot number. Returned product investigation: returned 2x files . Checked under microscope and found no manufacturing marks or defects. Both files were measured using opt comp-007 (calibration date 2/16/2023) for the following and passed; d0.5, d2, d4.7, d7.5, d11. See attached inspection form. Engineering reviewed files and advised as no further testing required as sealed returned product meets specifications. Root cause: no defect found. Conclusion code: no failure found.